Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information is confirmed to be unavailable for this report. This is the second of two reports from this facility. (B)(4)

Event description:
An ophthalmologist reported that a knife was used during a cataract surgery. The patient presented postoperatively with minute metallic residue in the corneal stroma, vitritis and iritis. The patient was treated with a sub-tenons injection of kenalog and topical non-steroidal anti-inflammatory drops. The patient is presently being seen by a retinal specialist. Additional information has been requested.